Event description:
Patient was on operating table with the head of the bed up to evaluate the procedure. The bed would not return to supine position. Patient transferred to another table.

Event description:
Patient was on operating table with the head of the bed up to evaluate the procedure. The bed would not return to supine position. Patient transferred to another table.